Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a hospitalization for high blood glucose. The date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was around 300 mg/dl. She stated once she hospitalized, her blood glucose rose to over 600 mg/dl. She also stated she was admitted for acute respiratory failure. Troubleshooting for high blood glucose found the customer had diabetes ketoacidosis. The customer treated her high blood glucose was an IV drip. The customer was released from the hospital on (B)(6) 2014. No additional information provided.